Event description:
The proximal hub of the drainage catheter was defective - the stiffener would not connect to the catheter for placement into the patient. The catheter was removed and replaced with no harm to the patient. Manufacturer response for dawson mueller drainage catheter 5.0 fr x 25 cm, dawson mueller drainage catheter 5.0 fr x 25 cm (per site reporter), per report, site notified mfg.